Event description:
Per the clinic, the patient experienced pain at the incision site and was prescribed a 14 day course of oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.